Manufacturer narrative:
The evaluation of the returned, used device found the suture hook broken off at the weld tip. Evaluation of the device per print did not find any misuse of the device. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A (B)(6) review of complaint history revealed there has been a total of (B)(6) complaints, regarding (B)(6) devices, for this device family and failure mode. During this same time frame (B)(6) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(6). Per the instructions for use, the user is advised the following: warnings: if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: do not exceed five (5) procedures per limited reuse suture hook. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The user facility reported that during a labrum surgery on (B)(6) 2018 the c6360, spectrum ii suture hook, 45 degree right, device tip broke off without using any strength. The tip was not removed and is located between capsule and muscle. There was a 45-minute delay. The procedure was completed with the use of another c6360, spectrum ii suture hook, 45 degree right, device. The patient was reported as not requiring any surgical intervention due to the event and was doing well. This reporting is raised on the basis of a reported patient injury.